Manufacturer narrative:
Upon review it was determined the event reported in MFR 1713747-2021-00306 was a duplicate event that was previously reported in MFR 1713747-2021-00308; therefore there will be no further updates made to MFR 1713747-2021-00306.

Event description:
An inventory manager reported that a dialyzer blood leak occurred. In a follow up, a clinic manager explained that 2 minutes after the initiation of the patient¿s hemodialysis (hd) treatment there was indication of the blood leak. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was greater than 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event, although standing order protocol of 200 ml of normal saline was transfused to compensate for the blood loss. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred. In a follow up, a clinic manager explained that 2 minutes after the initiation of the patient¿s hemodialysis (hd) treatment there was indication of the blood leak. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was greater than 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event, although standing order protocol of 200 ml of normal saline was transfused to compensate for the blood loss. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.